Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot, stalling at the loading screen. Upon troubleshooting, the fse observed the system to be stuck at the "x-ray system starting up" screen. Upon further investigation, the fse reviewed the log files and identified software-related errors in the psc logs. To resolve the issue, coordination with nss was initiated to reload the suite pc software. After the software reload, the system backup was restored, and the epx database was reloaded. After reloading the software of the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at the loading screen. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.